Manufacturer narrative:
H6: investigation summary- one sample was received for quality investigation. The customer complaint of foreign matter was verified by inspection. Examination of the sample submitted revealed that there was foreign matter on the male luer connection and male luer connection safety cover. The foreign matter brown and red in color and was on the surface of both components. A fourier transform infrared (ftir) analysis was conducted and the material could not be identified with complete certainty. The analysis indicates that the foreign matter is a polymer of some type. A device history record review for model 37262e lot number 21036869 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue could not be fully determined. The manufacturing location and the supplier of the component had been contacted regarding the issue. The manufacturing location of the extension set could not identify an issue in the assembly process that would have exposed the male luer connection to this type of connection. The supplier of the male luer connection has also been contacted regarding the foreign matter. The supplier of the component concluded that the foreign matter was not caused by their process. A quality alert to reinforce detecting this defect in the production process was communicated to production personnel. This incident has been added to our database of reported incidents.

Event description:
It was reported when using the bd 40 in ext w/2 vlv ports, the device experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter. The customer stated: it was reported by customer that when nurse opened the set, she noticed the connection was contaminated. As the nurse opened the set in the picture, she notice the connection was contaminated, the cap as well as the outside of the connection. They were able to pull the set. I need to report this as it present w huge risk, if this item would have been place on a patient.

Event description:
It was reported when using the bd 40 in ext w/2 vlv ports, the device experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter. The customer stated: it was reported by customer that when nurse opened the set, she noticed the connection was contaminated. As the nurse opened the set in the picture, she notice the connection was contaminated, the cap as well as the outside of the connection. They were able to pull the set. I need to report this as it present w huge risk, if this item would have been place on a patient.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.